Event description:
The customer reported that an 840 ventilator display was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) cpu pcb the backlight inverter pcbs and the gui to bd cable assembly. The unit passed extended self-testing.